Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.